Manufacturer narrative:
This report is related to events: (patient identifiers: (B)(6)). This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial/lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause of the lock lever breakage and detachment could not be determined, however, it is possible that the connecting tube could not be connected due to detachment of the lock lever by external stress as a result of force being applied in the incorrect direction. The event can be detected by following the instructions for use which state: ¿9 preparation and inspection¿. ¿3 move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The serial number was not provided. The subject device has not been returned to olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus technical assistance center (tac), during reprocessing, the connecting tube was failing. It was noted that the connector kept breaking. There was no harm or user injury reported due to the event. This report is part two of four related events. (Patient identifiers: (B)(6).